Event description:
The event occurred on an unspecified date and involved a microclave® neutral connector. It was reported that the pump alarmed occlusion during an infusion with an umbilical venous catheter (uvc) infusing total parenteral nutrition (tpn) and intralipid (il). The nurse visually assessed the line to the baby and noticed an unspecified amount of air in the line. It was stated that the clave neutral connector was cracked in the blue clave. The air bubble did not reach the patient and the clave was changed out. There was patient involvement, however no report of patient harm.

Manufacturer narrative:
Device has been received, however investigation has not yet begun.

Manufacturer narrative:
The devices were received for testing on 4/20/2022. Received one new 12568 and one used 12568 microclave connected to a bd 3 ml syringe. A scratch on the surface of the used microclave was observed. The scratch did not penetrate through the housing and would not affect the functionality of the device. Each microclave was tested per product specifications. Both microclaves met design specifications. The reported complaint of the (B)(6) allowing air passage could not be confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
Additional information received from the customer stating the intravenous (IV) pump began alarming, reading occluded. The nurse visually assessed the line and noticed an in-line air bubble. The nurse attempted to draw back the line unsuccessfully, so line was clamped. The blue clave was replaced with a new clave, and then the nurse was able to draw back the air bubble from line. The IV pump was started again and infused appropriately. The nurse noted a crack in the blue clave. An initial reporter from the medwatch form was provided and it is (B)(6).

Manufacturer narrative:
F2: uf/importer report number: (B)(4).